Manufacturer narrative:
This is the first of the two reports for the same patient involving two contact lens powers of the same product. Refer to 2019-20402-01 for the reported power of -2.75. The complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
It was initially reported on 15mar2019 by an eye care professional (ecp) following an incident about a female patient who experienced a gigantopapillary conjunctivitis (gpc) with degree four on both eyes (ou) and intolerance after the used of alleged contact lens. It was also reported that the contact lens had caused 'cornea infiltrate' and 'cornea ulcus' located peripherally. At the time of this report, patient's eye status was unknown and medical treatment was not disclosed. Further information has been requested but not yet received.

Manufacturer narrative:
This is the first of the two reports for the same patient involving two contact lens powers of the same product. Refer to (B)(4) for the reported power of -2.75. The lot number was not provided and the complaint sample was not made available for evaluation. The trend investigation has been completed for this complaint. No any unfavorable trend identified for the entire event related to this complaint for the past months. No any significant of signal or pattern identified in the trend during this review period. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).